Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: during the use of the probe, it started to work by itself before being activated while it was in the patient's shoulder. Then it stopped working. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a leak that permitted water to ingress into the handle where the electrical components are, causing a short circuit which in turn caused the unit to stop working. The user accidentally submerges the device in saline, inadequate gluing operations (tip and core/lumen), or inadequate gluing/welding of the core to handle. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.